Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that when using a telescope, 70°, 4 mm, the light guide connector was detached. The issue occurred during reprocessing. The therapeutic procedure (transurethral resection of prostate-turp) was completed. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (detached light guide connector) was confirmed. In addition, the outer tube and the light guide was bent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.